Event description:
It was reported that the user experienced hyperglycemia after discovering that the infusion set connector had become disconnected, with no pump alarms and no leaks noted, and was guided through a set change and education on troubleshooting and reconnection. Symptoms included elevated blood glucose. Outcomes included prolonged hyperglycemia without medical intervention or use of backup therapy, with subsequent improvement after the set change. Investigation included customer interview and product use troubleshooting. Investigation of this case revealed a disconnection of the infusion set connector that interrupted insulin delivery, consistent with a connection issue at the infusion set interface. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling resulting in an incomplete or lost connection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.